Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon was using the device to close the jejunum. The device would not cut but formed the staples. Another device was opened to complete the case.